Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported a blood glucose (bg) level of 221 (mg/dl) and indicated injections would be obtained to address bg levels. Reportedly, the customer attributed their bg levels to steroids and stated it was independent of the pump malfunction. It was indicated that injections would be obtained for alternate insulin therapy.